Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the screen was completely black. The asp determined a replacement user interface (ui) printed circuit board assembly (pcba) was required to resolve the issue. The completion of the part replacement and repair of the device is pending delivery of the replacement part.

Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dark. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the field service engineer (fse) that the device was performing ventilation when the power was turned on, but the screen was totally dark, and nothing could be seen. The issue was reported to have been discovered during a periodic check outside of clinical use. This investigation is ongoing.

Manufacturer narrative:
The user interface pcba (printed circuit board assembly) was replaced to resolve the issue. Following the repair, the authorized service provider completed cleaning, running test, and functional testing of the device.